Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein ablation procedure, ice revealed a pericardial effusion which required a pericardiocentesis to stabilize the patient. After the tap was finished and the drain was in place, the patient was taken off the wedge from under their back and lowered back to the table. However, prs-p was no longer green on the workstation. Different maneuvers were tried to get the triangle back to the same position as it was when the metal baseline was set which was unsuccessful and the physician asked instructed to stop trying and questioned if there another way to finish. The rep indicated that the metal baseline could be reset, but it would delete the maps and geometry. The metal baseline was reset and a right sided vein geometry was created while doing the ablation of those veins. The pulmonary vein ablation was finished successfully. However, when crossing back to the septum into the right atrium, the tacticath catheter was unable to be visualized. The indicator light for the ablation catheter was red instead of green. Contact force was still visible as well as the ampere data from the catheter. After that was finished, the physician advanced the catheter to the his bundle area, and the catheter became visible and started collecting voxels again. The patient left the room in stable condition. The physician does not believe any abbott devices contributed to the event.

Event description:
Upon review of the file, it was noted the model and lot numbers are available.